Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was unknown. Customer reports that he had to re-set time and date. Troubleshooting showed that battery compartment was neither damaged nor corroded. Customer was advised that battery cap would be sent to rule out battery cap issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.